Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received several motor error alarms. The customer stated that the blood glucose went up to 600 mg/dl at the time of incident. The customer also reported that they were hospitalized due to low blood glucose. The customer's blood glucose was 42 mg/dl at the time of hospitalization. The customer stated that they were given sugar to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.